Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2025. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Is the current patient status known? She is doing well. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Stapler replacement. 3. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Distortion of the jaws of the stapler occurred after the first stapling sequence ( probably due to excessive tissue thickness). After the visual inspection, the stapler was replaced to continue the intervention. 4. If yes: did the device deliver any staples? Yes. 5. If yes, were the staples formed properly? No 6. If yes, was the staple line complete? Yes. 7. Did the device cut? Yes. 8. If yes, was the cut line complete? Yes. 9. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. 10. Was there any difficulty opening the device? No. 11. If yes, how was the device removed from the patient? As usual. 12. If yes, did the jaws eventually open? After completed the sequence of stapling. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #c9ew7a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the there was a distortion of the stapler jaws after the first stapling sequence of the stomach tissue. A green cartridge was used. The stapler was replaced to complete the procedure with a delay of five minutes. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/08/2025. D4: batch #246d40. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, photos were provided and they showed the anvil bent upwards and a package with a label, code ech60s lot: c9ew7a. (Exp. Date: 2027- 08-31). A manufacturing record evaluation was performed for the finished device batch number 246d40, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.